Event description:
A valiant stent graft system was implanted in the patient for the endovascular treatment of a thoracic aortic aneurysm. Currently the proximal diameter of distal neck was 42.4mm. The diameter proximal to the celiac artery was 34.7mm to 36mm in diameter. It was reported that a follow up CT scan observed aneurysm expansion resulting in a distal type I endoleak. The physician stated that it was difficult visualizing the celiac artery during the initial implant of the stent graft however, there was no indication of an endoleak on the final angiogram. It was decided that a second stent graft would not be implanted to extend to the celiac artery. The stent graft may have been undersized for that location as well. The physician performed a secondary intervention and implanted a valiant 40x40x100 stent graft, resolving the endoleak. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film review analysis: a post-implant 3d film report showed the distal segment of the implanted valiant stent graft. The patient has a distal type I endoleak. The stent graft distal diameter measured 42mm, and the thoracic diameter just proximal to the celiac artery was 35m. The stent graft (in the views provided) appeared patent. Other than the endoleak, no other obvious stent graft issues were observed. The cause of the distal type I endoleak could not be determined from the film report provided. Images pre-implant, at implant, and earlier post-implant images were not available for review. It is possible that device under sizing may have contributed, and the reported difficulties visualizing the celiac during the initial implant may have also led to the distal type I endoleak.

Manufacturer narrative:
(B)(4).